Manufacturer narrative:
Upon inspection technician found the rubber seal was missing. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents and chemical attack that occurs as a result of improper sterilization practices, including improper rinsing, or use of improper concentration of a basic disinfectant.

Event description:
It was reported that the rubber seal on the housing cover is missing during service at the manufacturer facility, which could lead to sterility breach. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.